Event description:
It was reported that stent damage occurred. A 2.50 x 20mm synergy xd drug-eluting stent was selected for use in a percutaneous coronary intervention. However, during the procedure, it was noted that the distal tip of the stent was kinked. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage noted with struts in the distal area found to be lifted, stretched and bunched. The undamaged crimped stent outer diameter)was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.50 x 20mm synergy xd drug-eluting stent was selected for use in a percutaneous coronary intervention. However, during the procedure, it was noted that the distal tip of the stent was kinked. The device was removed and the procedure was completed with a different device. No patient complications were reported.